Event description:
It was reported that a minute puncture was discovered in the cuff of the endotracheal tube that had been used on a patient with severe ards. During intubation, the ventilator alarm sounded but there was no apparent problems. Furthermore, cuff pressure control was being managed by an automatic cuff pressure controller. Upon realizing that air was leaking from the patient, and the patient experienced low ventilation, the tube was replaced at which point it was discovered that the tube itself was defective. Upon subsequent examination following the tube exchange, it was observed that the puncture was so small that the cuff would still inflate when air was introduced, and the hole was subtle enough that it would not be detected unless a significant volume of air was injected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.